Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 1000 mg/dl and was in intensive care unit for 5 days. Customer stated that infusion set had bent cannula and customer was not using continuous glucose monitoring system. Insulin pump will not be returned for analysis.